Event description:
The pt reported, she had a mini stroke. It was reported, the pt had been in pain, but the pain had subsided some from the initial incident. The pt reports, she was having trouble with walking. In addition, the pt reported, she was reprogrammed a week before, and was not receiving effective stimulation. The pt reported, the stimulation relief had been more effective three months prior. An attempt to determine the pt status was unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.